Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support.